Event description:
It was reported the screen hinges on the programmer are broken. The programmer was returned for repair and a software update. The programmer was analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed that the lower display hinges were damaged. It was also noted that the keyboard screws were missing, the radiofrequency (rf) head connector on the link electronic module (lem) circuit board was loose and the system fan was noisy. (B)(4).